Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 528 mg/dl at the time of incident. Customer experienced other low blood glucose was 58 mg/dl. Customer declined troubleshooting for high blood glucose level. Customer did not provide any symptoms and treatment regarding high blood glucose. The insulin pump will not be returned for analysis.